Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the customer found that the biomed determined the cause of the reported issue to be the therapy cable. The biomed replaced the therapy cable assembly and confirmed proper device operation through functional and performance testing. The device was then returned to service for use. The removed therapy cable was not returned to physio-control for analysis.

Event description:
During daily inspection, the customer nurse reported that the device gave the "abnormal energy delivered" message while charging and shocking into a test plug via the therapy cable. There was no pt use associated with the event.